Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and part of the endotak transvenous defibrillation lead were removed from service because the system was oversensing and the ICD had reached battery end-of-life. The ICD had delivered 39 shocks and diverted 208 shocks due to oversensing muscle myopotentials. The oversensing was reproducible during testing. An additional rate sense lead was implanted to replace the rate sense portion of the endotak lead, and the ICD was replaced.